Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device displayed an unknown "short" message. No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and was found to perform to specification. Review of the device history log indicates that the device displayed pacer and lead short messages which are normal operation of the device. These messages are advisory messages indicating that a valid impedance has been detected. There was no evidence in the log to suggest a device malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.